Event description:
Customer reported ua21, ua12, ua45, not replicated at elst (zoll (B)(4)), annual service required and check archive log. No adverse event reported.

Manufacturer narrative:
The reported complaint of ua21 (position change does not coincide with motor direction), ua12 (lifeband not present) and ua45 (not at "home" position after power-on/restart) were not verified during testing at service department. However, ua 12 and ua 45 were noted in the archive files, but ua 21 was not observed in the files. Probable cause for ua 12 might be due to the lifeband band clip was not completely inserted into the shaft. Probable cause for ua 45 might be if the lifeband clip was removed when the shaft was not at the home position, if during normal operation of the device the user lifted the band quickly on one side, or if the lifeband was not fully extended when the user was pulling up on it. A potential cause for ua 21 might be that as soon as the platform was deployed the user pulled up on the lifeband. Autopulse board passed functional and final tests without any repairs or adjustments. No adverse event reported.